Event description:
Rptr is a materials scientist. In the course of their non-medical work, they discovered that plastic, sterile, disposable syringes release significant amounts of chloride and fluoride when flushed with high purity water, one can do this themselves simply by filling a new plastic syringe with high purity water and analyzing the water by ion chromatography. When rptr contacted the MFR, they said that the residues were likely from the process of depositing the silicone lubricant with an hcfc carrier (hydrochlorofluorocarbon). This upset rptr, since their discovery of chloride and fluoride residues suggest the presence of hcfc's in the packaged syringe, which are used directly out of the package. Rptr is not a health professional, but they will guess that injecting people with hcfc's (ie refrigerants) is not desirable. Rptr's goal is simply to inform health of this potential hazard.